Manufacturer narrative:
This event occurred on the hong kong market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # corresponds to device involved in the event, which is "compressor mini 230v¿.

Event description:
It was reported that the compressor's drainage valve was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).